Event description:
Customer runs all calcium results over 10.6 mg/dl in duplicate and found two patients had discrepant calcium results. The patients had testing performed on both a serum and plasma tube obtained from the same draw. Patient 1, (demographics reported in a1), plasma sample: original calcium result 10.77, repeated gave 10.66 and 10.64 mg/dl (same analyzer); plasma sample diluted 1:2 gave 8.98 and diluted 1:3 gave 9.35 mg/dl (same analyzer). Plasma sample repeated on another integra 400 gave 10.66 mg/dl. Patient 1, serum sample: original calcium result 10.75, repeated gave 10.75 (same analyzer) and 10.51 mg/dl (another integra 400 analyzer). Patient 2, male, (B) (6), plasma sample: original calcium result 10.76, repeated gave 11.27 (same analyzer) and 10.39 mg/dl (another integra 400 analyzer). Patient 2, serum sample: original calcium result 10.71, repeated gave 10.54 mg/dl (same analyzer). Serum sample diluted 1:2 gave 9.15 and diluted 1:3 gave 8.66 mg/dl (same analyzer). Serum sample repeated on another integra 400 gave 10.44 mg/dl. Original results were not reported, patients were not affected. Calcium reagent lot # was 61828901. The field service representative determined a dirty internal water filter was the cause and he replaced the water filter. Customer ran precision and a dilution run. Results met specifications.

Manufacturer narrative:
It is unknown if initial resporter sent report to FDA. (B) (4)